Event description:
The technician reported to olympus that during in-service at a customer, it was found that the rhino-laryngo videoscope was not being leak-tested. The issue was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
No device was returned to olympus for evaluation, as a technician was on site for in-service. The technician found out that the customer was not leak-testing the endoscope. The technician informed the customer that after pre-cleaning the scope, a leak test must be performed as part of the reprocessing process before manual cleaning. The investigation is ongoing. A supplemental report will be submitted once it is completed or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Please see updates to d8, d9 of the initial medwatch. The endoscope support specialist (ess) was onsite on august 17, 2022, to perform a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes and infection control per the on-track form and reprocessing manual. The in-service included cleaning, disinfection and sterilization information contained in the olympus manual. The staff also performed a return demonstration to show they understood the process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.